Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the patient¿s meter has been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/5/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have solder bridge u6 at pins 6 and 7. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an error 1 issue. This complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained (B)(6) 2014. According to the patient, she manages her diabetes with self adjusting insulin. On the weekend of (B)(6) 2014, the patient had problems with getting her blood glucose results due to the error 1 message. On the morning of (B)(6) 2014, the patient decided not to take any insulin as she was not able to know what her blood glucose readings were. She went to her doctor¿s office visit as scheduled that day. After her doctor¿s office visit, she waited for her ride home and reportedly fell unconscious at the clinic. The patient was tested at ¿28 mg/dl¿ on the doctor¿s meter and required medical intervention with glucose gel. The patient felt better soon after and was taken home. The patient felt that had she been able to know what her blood glucose readings were, she may have been able to prevent the hypoglycemia incident on the day of concern. The error 1 issue was not resolved with training. This complaint is being reported because the patient required medical intervention for hypoglycemia after the error 1 began and she was unable to obtain her blood glucose readings on the subject meter. The lfs products were replaced and requested back for investigation.